Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the reported event via the error logs and quality control (qc) results. Next, fse checked temperatures, performed decontamination, recalibrated, and performed precision with mac controls. A subsequent qc run with biorad controls returned with results on the high end. The customer stated that they were getting a new lot of calibrators and controls. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 17nov2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The ferritin aia-pack package insert states the following: specimen collection and handling: serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives (red top tube). Store at room temperature until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. All samples require pretreatment. Pretreated samples should be assayed within one hour after completion of the pretreatment procedure. The pretreated sample required for analysis is 100 microliters. The most probable cause of the reported event was due to biological contamination.

Event description:
The customer reported that one out of two american proficiency institute (api) proficiency testing on ferritin (fer) survey samples did not pass on their aia-360 analyzer. The customer was concerned that quality control (qc) results had always been running near the upper limit of the peer group range for the biorad quality control currently in use. When mac quality control were run, to rule out qc performance, all of the results were in range. Technical support (ts) advised the customer to perform a precision study, but the customer declined. The customer requested service. There was no indication of any patient intervention or adverse health consequences due to the reported event.